Manufacturer narrative:
Follow-up #1: date of submission 09/28/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/09/2015 with the following findings: a review of the pump¿s black box data showed no call service alarms. During testing, the pump powered on normally to no call service alarms. The pump was exercised for 24 hours with no alarms or warnings. The complaint was not duplicated during testing. Unrelated to the complaint, the display screen was dim and discolored. The pump was returned with moisture in the display screen. The battery compartment was cracked. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (communication) issue. It was reported that the pump had emitted a communication alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.